Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol), the tip of the cartridge was noted to have a small particle that would follow the lens on insertion. As the lens advanced into the tip, small amounts of debris were observed that seemed to get pushed along in front of the lens or behind the lens. The surgeon has attempted to draw back during insertion and captured the material (particle) within the tip. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 09/06/2016. Device returned to manufacturer? Yes. Device evaluation: the cartridge was returned to the manufacturer for evaluation inside of a specimen container. Visual inspection at 10x microscope magnification showed evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) in the cartridge tube, tip, and loading zone. No debris/particles inside the cartridge were observed. Also, no debris/particle was observed inside of the specimen container. No tip defect in cartridge was detected. The customer's reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.